Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a fistula in a non-tortuous and mildly calcified vessel. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was inflated at the first lesion with no issues and was then moved to the second location. However, during inflation, the distal end of the balloon ruptured. The device was removed, and the procedure was completed with the original device. No patient complications were reported.